Manufacturer narrative:
Method: device not returned, follow up with company representative.

Event description:
It was reported that a post market clinical study patient underwent a revision x-stop placement. Approximately 9 days post-op, the patient began to have drainage from the site of the incision. Examination showed a 6mm opening (dehiscence) from the incision site at the posterior lumbar region. The patient was admitted for incision and drainage of fascial wound dehiscence and seroma on back wound." Culture and sensitivity of wound discharge and irrigation were negative. The patient was discharged without complications. No additional information was reported.